Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, they removed handle from charger, and inserted it to shell, however it did not start-up. They re-inserted handle to charger, however the status indicator of charger illuminated red within a few minutes and handle was unusable. They used another device to continue. The surgical time was extended by less than 30 minutes. The event occurred during the procedure but the product was not used for patient. There was no patient injury. -###-from (B)(4) -according to the reporter, they used the handle as replacement. The surgeon started the first firing of the stomach resection, however crack sounds were heard and could not fire the device. They noted a few staples appeared from the staple pockets at the proximal end of the cartridge. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.